Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After slow pathway ablation without induction of supraventricular tachycardia (svt) procedure with a qdot micro catheter, the patient experienced pericardial effusion treated with pericardiocentesis. It was reported that following the procedure, the patient had a minor pericardial effusion. The effusion was not present during the case and may have been discovered during an echo ultrasound performed after the procedure. The patient was referred to a cardiologist that confirmed the effusion, also confirmed by ultrasound and xray. The medical intervention provided to the patient was pericardiocentesis. The patient last known status was stable, with no effusion currently present. The procedure was electrophysiology (ep) study and slow pathway ablation without induction of svt. The devices used were carto 3 system, ngen generator, webster his catheter, webster quadrapolar catheter, decanav catheter, qdot micro catheter, and carto vizigo sheath. The catheter lot numbers were unknown, and the catheters were not available for return. Additional information received indicated that the physician¿s opinion on the cause of this adverse event was tamponade near the anterior coronary sinus ostium. The outcome of the adverse event was that the patient had full recovery. The patient required extended hospitalization because of transfer required. Relevant tests/laboratory data consisted of hypotensive post case. Other relevant history/preexisting condition was the patient has sciatic nerve stimulus. The procedural activated clotting time (act) before/during the procedure was not drawn. There was one sheath exchange with vizigo. No transseptal puncture site was performed during the procedure. Twenty (20) radiofrequency (rf) ablations were performed. Ablation was completed following tamponade discovery. There was no evidence of steam pop. The event occurred during ablation phase. The flow setting was qmode irrigation setting variance. No cardiac surgery required.